Event description:
On 08/14/2006, a home patient contacted baxter's technical service center regarding a system error 2240 message, that appeared on the display of the home patient's homechoice machine during drain 5/5 of their automated peritoneal dialysis therapy. Reportedly, the home patient disconnected from the homechoice machine without following aseptic technique per the patient's nurse. Baxter's technical service center assisted the home patient in ending the therapy early. Home patient later developed peritonitis.

Manufacturer narrative:
Baxter's product surveillance department has reviewed the incident with the home patient's nurse. Refer to medwatch, complaint # 30094625, MFR. Report # 1423500-2006-01056.